Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025 during the procedure, after grabbing the tissue the system was not closing to perform the stitch. It found the arm was not aligned, alligator forceps were used to retrieve the anchor from the needle shaft. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf code f2301 is being used to capture the reportable event of additional device required. Device code a1702 is being used to capture the reportable event of failure to retrieve anchor.

Manufacturer narrative:
Block h6: imdrf code f2301 is being used to capture the reportable event of additional device required. Device code a1702 is being used to capture the reportable event of failure to retrieve anchor. Block h11: the returned overstitch nxt endoscopic suturing system was analyzed. The reported events of needle shaft failure to align and anchor exchange failure to retrieve anchor could be confirmed. During analysis, the device was observed with the encap tape hooks detached and the needle body bent, which was most likely caused by procedural factors that led to the damage. Installing the anchor onto the needle body having the anchor exchange too far distal and closing the needle body, may cause the anchor crashing against the anchor exchange, causing the needle body to bend, leading to the needle shaft failure to align and the anchor exchange failure to retrieve anchor. Based on all the gathered information, the most probable cause selected is adverse event related to procedure, since the device was returned with the needle body bent, most likely procedural factors as handling of the device. A labeling review was performed, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025 during the procedure, after grabbing the tissue the system was not closing to perform the stitch. It found the arm was not aligned, alligator forceps were used to retrieve the anchor from the needle shaft. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.